Manufacturer narrative:
Quality safety evaluation of ptc received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and device breakage ('fracture of device') in a 27-year-old female patient who had essure (batch no. 869762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, right salpingo-oophorectomy, dermoid cyst of ovary, salpingectomy, dermoid cyst, hypercholesteremia and ovarian cyst. Concurrent conditions included pelvic pain, dysmenorrhea, dysfunctional uterine bleeding and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, weight increased, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, genital haemorrhage, headache, uterine perforation and weight increased to be related to essure. The reporter commented: according to medical records, during total laparoscopic hysterectomy with conservation of left ovary, it was observed above no endometriosis however, there was adhesions of the and omentum to the right and left adnexa, these adhesions were removed. Insertion and removal date discripensiy: date of insertion: (B)(6) 2012 (as per pif) and date of removal: (B)(6) 2012(as per pif). After deployment 5 coils were visualized. Diagnostic results: findings during total hysterectomy procedure on (B)(6) 2015: normal-appearing 8 week sized uterus, normal left ovary, surgically absent fallopian tube and right ovary.uterus sounded to 9 cm. Diagnosis of pathology test on (B)(6) 2015: uterus and cervix, excision: acute and chronic inflammation with reactive changes, cervix. Distorted proliferative endometrium. Unremarkable myometrium. It is an intact uterine corpus and cervix (95 g, 8.5 x 5 x 4 cm) which are received without attached bilateral fallopian tubes and ovaries. The endometrium is pink-tan to dark red and hemorrhagic with a maximum thickness of 0.3 cm. The endocervical canal and cervical mucosa are pink-tan and unremarkable. Within each fallopian tube orifice there is a coiled metallic device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: mr received. Reporter's information added.lot no. Were added.medical history and rcc added. Fu 7 and 8 processed together. On 4-dec-2020: fu 7 and 8 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device dislocation ('migration') and device breakage ('fracture of device') in a 27-year-old female patient who had essure (batch no. 869762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, right salpingo-oophorectomy, dermoid cyst of ovary, salpingectomy, dermoid cyst, hypercholesteremia and ovarian cyst. Concurrent conditions included pelvic pain, dysmenorrhea, dysfunctional uterine bleeding and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, weight increased, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, genital haemorrhage, headache, uterine perforation and weight increased to be related to essure. The reporter commented: according to medical records, during total laparoscopic hysterectomy with conservation of left ovary, it was observed above no endometriosis however, there was adhesions of the and omentum to the right and left adnexa, these adhesions were removed. Insertion and removal date discrepancy- date of insertion: (B)(6) 2012 (as per pif) and date of removal: (B)(6) 2012(as per pif). After deployment 5 coils were visualized diagnostic results: findings during total hysterectomy procedure on (B)(6) 2015: normal-appearing 8 week sized uterus, normal left ovary, surgically absent fallopian tube and right ovary. Uterus' sounded to 9 cm. Diagnosis of pathology test on (B)(6) 2015: uterus and cervix, excision: acute and chronic inflammation with reactive changes, cervix. Distorted proliferative endometrium. Unremarkable myometrium. It is an intact uterine corpus and cervix (95 g, 8.5 x 5 x 4 cm) which are received without attached bilateral fallopian tubes and ovaries. The endometrium is pink-tan to dark red and hemorrhagic with a maximum thickness of 0.3 cm. The endocervical canal and cervical mucosa are pink-tan and unremarkable. Within each fallopian tube orifice there is a coiled metallic device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-dec-2020: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, right salpingo-oophorectomy, dermoid cyst of ovary and salpingectomy. Concurrent conditions included pelvic pain, dysmenorrhea, dysfunctional uterine bleeding and menorrhagia. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("device complications"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: according to medical records, during total laparoscopic hysterectomy with conservation of left ovary, it was observed above no endometriosis however, there was and adhesions of the and omentum to the right and left adnexa, these adhesions were removed. Diagnostic results: findings during total hysterectomy procedure on (B)(6) 2015: normal-appearing 8 week sized uterus, normal left ovary, surgically absent fallopian tube and right ovary. Uterus sounded to 9 cm. Diagnosis of pathology test on (B)(6) 2015: uterus and cervix, excision: acute and chronic inflammation with reactive changes, cervix. Distorted proliferative endometrium. Unremarkable myometrium. It is an intact uterine corpus and cervix (95 g, 8.5 x 5 x 4 cm) which are received without attached bilateral fallopian tubes and ovaries. The endometrium is pink-tan to dark red and hemorrhagic with a maximum thickness of 0.3 cm. The endocervical canal and cervical mucosa are pink-tan and unremarkable. Within each fallopian tube orifice there is a coiled metallic device. Concerning the injuries reported in this case, the following ones were described in patient's medical records: medical device removal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received: reporters, date of birth, relevant history, lab data, and essure removal details were added. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration"), device breakage ("fracture of device") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, right salpingo-oophorectomy, dermoid cyst of ovary and salpingectomy. Concurrent conditions included pelvic pain, dysmenorrhea, dysfunctional uterine bleeding and menorrhagia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloating") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, weight increased, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, device breakage, device dislocation, genital haemorrhage, headache, uterine perforation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: according to medical records, during total laparoscopic hysterectomy with conservation of left ovary, it was observed above no endometriosis however, there was adhesions of the and omentum to the right and left adnexa, these adhesions were removed. Diagnostic results: findings during total hysterectomy procedure on 20-may-2015: normal-appearing 8 week sized uterus, normal left ovary, surgically absent fallopian tube and right ovary.uterus sounded to 9 cm. Diagnosis of pathology test on (B)(6) 2015: uterus and cervix, excision: acute and chronic inflammation with reactive changes, cervix. Distorted proliferative endometrium. Unremarkable myometrium. It is an intact uterine corpus and cervix (95 g, 8.5 x 5 x 4 cm) which are received without attached bilateral fallopian tubes and ovaries. The endometrium is pink-tan to dark red and hemorrhagic with a maximum thickness of 0.3 cm. The endocervical canal and cervical mucosa are pink-tan and unremarkable. Within each fallopian tube orifice there is a coiled metallic device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: follow up from summons-event medical device removal and device complications deleted and event migration, perforation, fracture of device, heavy bleeding, weight gain, bloating, headaches, pain was added with essure start and stop date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs